Event description:
The customer reported that display completely froze. It was confirmed that the device had no sound. The device was not in use at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that display completely froze. The customer reported that device was in clinical use at the time of the event.